Event description:
It was reported that during preparation, the micromanipulator experienced a focus and alignment anomaly. No procedure nor patient was involved.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The device was serviced onsite by a field service engineer (fse). The fse adjusted the micromanipulators focusing mechanism and verified alignment and focus length using the microscope. Following these actions, the system was observed operating as expected and confirmed to be fully functional. The originally reported concern was confirmed during this evaluation. A risk review was completed and confirmed that the event of micromanipulator misaligned was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that during preparation, the micromanipulator experienced a focus and alignment anomaly. No procedure nor patient was involved.